Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a controller error alarm was present on the console after insertion. The pump did not fail, but the alarm was present for ten minutes. The alarm then cleared without stoppage. Team was able to continue the high risk percutaneous coronary intervention without interruption. No patient harm has been reported.